Event description:
It was reported that during a ptca/stenting procedure, of a subtotal occlusion of the mid-right coronary artery with collateral filling, it was predilated with an unk dilatation catheter. After a stent was successfully deployed, a distal lesion was then appreciated. After predilitation, a stent was then advanced to the lesion area. Where, upon inflation, the balloon ruptured at 3 atm. Resulting in the stent not being deployed. As the stent delivery system (sds) was being removed, the guiding catheter advanced into the ostium, causing a proximal dissection. The stent became dislodged from the sds. A balloon was advanced into the stent, and it was deployed at is intended site. Another stent was deployed in the proximal dissection to complete the procedure. The pt remained hemodynamically stable, with no EKG changes throughout the procedure. No other info was provided.